Manufacturer narrative:
(B)(4). Yielded jaw the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. Furthermore a plastic bag was received with, 1 preformed clip, 2 malformed clips and 3 conforming clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 4 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected at the 1st firing and fell into the patient. The fallen clip was removed from the patient with a forceps via a trocar. The clip was fed into the jaws properly. There was no unexpected resistance in grasping the trigger and no unexpected noise. There was no torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. No anomalies were found when the device was released. The device was fired after the event. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.